Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation remains unknown. The instructions for use (IFU) state that a cardiac perforation is a known risk during the use of this device.

Event description:
Manufacturing related ref: 3008452825-2019-00389. Following a pulmonary vein isolation and cavo-tricuspid isthmus ablation procedure, a pericardial effusion was noted. Thirty minutes post procedure while the patient was in the operating room, the patient became hypotensive. Echocardiography was performed which revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device